Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the wire couldn't be inserted into the lead completely¿ was confirmed. A complete lead without a guidewire was returned in one piece for analysis. A guidewire could not be inserted inside the lead due to clogged blood found inside the inner coil. The cause of the reported event was isolated to blood/tissue found inside the inner coil. The s-curve hump height was measured within specification.